Manufacturer narrative:
The ultra delivery system was returned to edwards for evaluation. Visual examination revealed the following: the balloon burst radially and was separated from the delivery system at the proximal shoulder, no balloon pieces appear to be missing, the distal nose tip was separated from the guidewire shaft and bunching was noted on the guidewire shaft. A photo was provided and reviewed. The distal end of the delivery system was separated from the delivery system and the separated components include the distal nose tip and most of the inflation balloon portion. Functional testing was not performed due to the condition of the device (inflation balloon burst, and components separated). Dimensional testing was performed on the single wall thickness of the inflation balloon near the observed burst and were found to be within specification. During manufacturing, the delivery system and the balloon sub-assembly are both visually inspected and tested several times throughout the process. Per procedure, the balloons are 100% visually and dimensionally inspected defects. The balloons are tested for burst pressure on a sampling basis. Per procedure, during balloon final forming, the balloons are 100% visually inspected. The shoulder-to-shoulder distances of the formed balloons are 100% dimensionally inspected. The distances between the distal and proximal shoulder are 100% dimensionally inspected. Delivery systems are 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon. The flex shafts are visually inspected during flex shaft preparation. During final inspection per procedure, the delivery systems are 100% visually inspected by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis per procedure. The samples must meet testing specifications as a requirement for lot release. The testing includes balloon fatigue and burst pressure, tensile strength testing, and bond tensile strength testing. All units passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported events. A review of the lot history did not reveal additional complaints for the reported events. A review of the complaint history from february 2019 through january 2020 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors may have contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the january 2020 control limit for all the trend categories. The ultra delivery system IFU, device prepping manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, retract the loader, more resistance is felt when removing delivery system through sheath (ensure all residual fluid in balloon is removed after deployment), maintain guidewire position in the aorta, pull the entire delivery system through the sheath and if there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again and repeat as necessary. Patient injury could occur if the delivery system is not completely unflexed prior to removal. In addition, the procedural training manual provides guide for balloon rupture. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following technique: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip, watch under fluoro with every movement and be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip, force could result in additional tearing of the balloon material and the balloon material or tip coming off, if getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help (understanding where the tear is may help in this case), and if successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature as risk of major complication is too high, convert to surgery immediately, it should be surgically removed and the surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs and ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Based on the review of the IFU and training manual, no deficiencies were identified. The complaints were confirmed by visual inspection and procedural imagery. However, no manufacturing non-conformances were identified. Dimensional measurement of the balloon wall thickness was within specification. Based on a review of the complaint history, lot history, and DHR, there was no indication that a manufacturing nonconformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, the balloon rupture was due to stj calcification. It is possible that the balloon interacted with calcification upon inflation, and the calcium punctured the balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once the balloon burst, the balloon profile would have been altered. This would have contributed to the withdrawal difficulty. Using higher force to retrieve the delivery system may have caused the balloon and nose tip to separate. Per training manual, ¿do not force if resistance is met near or at the sheath tip. Forcing retrieval when meeting resistance could result in additional balloon material tearing or tip¿. Excessive device manipulation during retrieval could have then resulted in the separation of the balloon and distal tip. In this case, available information suggests that it is likely that patient (stj calcification) procedural (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) factors contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) was initiated to investigate the balloon burst/withdrawal difficulty issue and its associated risks. In addition, a CAPA has been initiated to address the ultra balloon burst and retrieval issues.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our finland affiliate, during a sapien 3 ultra 26mm case in the aortic position, at the end of the valve deployment the balloon ruptured. There was no extra volume used in the balloon during valve deployment. The valve was fully expanded. Upon removal of the balloon /delivery system (ds) back into to the sheath the nosecone got stuck in the sheath and the distal part separated. The delivery system and the proximal parts of the balloon could be removed from the patient through the sheath. Through the left vessel access the nosecone and part of ruptured balloon could be removed by using a snare. Both vessels were closed percutaneously. An angiography was performed, and no parts of balloon or delivery system were noted in the patient. The patient is stable. There was no annular calcification. Per report, the stj was the cause for the balloon rupture.